Manufacturer narrative:
(B)(4). There was no product returned because it was disposed of; therefore, no physical evaluation could be conducted. One photograph was received, but product identification, evidence of wear marks, and additional substantive evidence could not be obtained from the supplied photograph. Device history records cannot be reviewed since the lot numbers are unknown. This device is used for treatment. Due to the lack of information and the product not being returned, a definitive root cause cannot be determined.

Event description:
It is reported the flex screwdriver broke during surgery. An alternate screwdriver was used to finish the surgery.